Manufacturer narrative:
Pending engineering evaluation.

Event description:
Index surgery: (B)(6) 2015. Revision due to loosening.

Manufacturer narrative:
The engineering evaluation noted in the revision reported was likely the result of de-bonding of the cement from the femoral and tibial components, which led to aseptic (non-infected) loosening. However, this cannot be confirmed as the devices were not available for evaluation, and no further information was provided. Concomitant device: (B)(4) - logic tibial ps insert, size 3, 9mm.

Event description:
Index surgery: (B)(6) 2015. Revision due to loosening.